Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, three areas of insulation damage were noted, along with a cathode conductor coil fracture 223 millimeters (mm) from the terminal pin. The insulation was damaged 243-258 mm from the terminal pin. Due to the location and type of damage it appears this damage was likely caused by entrapment in the clavicle first rib region. Insulation damage was also noted on the opposite side of the lead body, indicative of lead-on-lead contact. No further testing could be performed due to the damage to the lead.

Event description:
Boston scientific received information that this right atrial (ra) lead had been programmed off due to an unspecified reason. It was reported the patient did not require an ra lead. The lead was later electively explanted and returned. No adverse patient effects were reported.